Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being unable to communicate with the system monitor was confirmed. The returned system controller (serial number (B)(4)) was tested, and the reported event was reproduced upon connecting the controller to power. The controller was opened, and the controller¿s power cables were replaced with test cables. Then, communication with the monitor was restored. The controller was functionally tested and was found to perform as intended while test power cables were in use. A log file was extracted from the controller; however, no atypical events were observed. The system controller¿s original power cables were opened, and a fractured orange wire was observed underneath a slight kink on the controller¿s white cable near its bend relief (housing side). This wire is responsible for communication between the controller and the monitor, and the root cause of the reported event was damage to the controller¿s power cable which led to this wire becoming fractured. However, the root cause of the damage to the power cable was unable to be conclusively determined. During the evaluation of the controller, additional findings of both black and white power cable damage were found. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was in for a routine clinic visit. The heartmate touch did not recognize a controller connected to the power module. It was confirmed that bluetooth was connected appropriately. It was then attempted on a separate power module/ old system monitor and the controller was still not recognized as connected. Another attempt was done with a different 14v cable, but nothing changed. A controller self test was done with no issue and pump parameters were able to be viewed on the controller as well as controller alarm history. There was no visual damage to the white power lead or the pins in the connector. The pocket controller was exchanged to back-up at the visit and the patient was given a loaner controller for backup. There was no alarm for the event, but the patient had low flow alarms earlier in the day, which had the normal hazard alarm/continuous tone alarm.